Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. The finding was identified on (B)(6) 2022. It was initially reported by the customer that the system provided a high contact warning when the physician started ablations. Catheter position is changed different locations, catheter cable changed with new one. However, the issue couldn't solve. The catheter was replaced and the issue resolved. No patient consequences were reported. Force issue is not MDR-reportable. Hole in the pebax is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned device revealed reddish material inside and a hole on the pebax on the device. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for finished device number 30633715l, and no internal actions related to the reported complaint condition were identified. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. According to the instructions for use, the following guidelines should be followed: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).